Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple cartridge alarms (cartridge alarm 30) occurred during the loading sequence. Customer reverted to alternate insulin therapy. The customer's blood glucose was 468-469 mg/dl.